Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a system error 2240 (air in line/set) alarm during use with a transfer set. This occurred during dwell five of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the patient line of the homechoice cassette disconnected that led to the alarm. Renal therapy service (rts) assisted the patient to clear the error. Proper procedures per the user manual were discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.